Event description:
A malfunction alarm was reported for the customer¿s pump, indicating a technical issue. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the same malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support again if the issue reappears.